Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing a pod on the abdomen for approximately 36 to 48 hours and removed the pod after approximately three days due to site pain. The patient alleged that, on (B)(6) 2025, medical attention was sought at the emergency room due to redness, pain, warmth, and drainage at the former pod insertion site. The site was drained, and antibiotic treatment with bactrim was initiated. On (B)(6) 2025, the patient sought further medical attention and was admitted to the hospital, remaining hospitalized for three nights and discharged on (B)(6) 2025. During hospitalization, stronger antibiotics were reportedly administered, surgical intervention at the site was performed on (B)(6) 2025, and the diagnosis was an infection at the pod insertion site. Antibiotic therapy was later changed to keflex. At the time medical attention was sought, the patient was no longer wearing the pod. At follow-up, the patient reported temporary discontinuation of pod use and initiation of multiple daily insulin injections, with use not resumed pending healthcare provider clearance.